Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
In the article ¿a case study of hypertrophic non-union of a peri-prosthetic fracture of the humeral shaft¿ by ioannis a. Karnezis; and partha p. Sarangi; published in the international journal of care of the injured, december 6, 2001 (2002), was reviewed. The purpose of the case study was to present the clinical findings and outcome of an (B)(6) lady presented who presented with a hypertrophic non-union of a mid-shaft humeral fracture sustained 16 months earlier around the stem of an uncemented shoulder hemiarthroplasty prosthesis, global, depuy, leeds. The fracture had been initially treated with immobilization in a broad arm sling followed by application of an arm brace, however without any signs of bony union. The patient presented with significant persisting arm pain on movement. Clinically, mobility could be felt at the fracture site. Radiographs showed hypertrophic non-union of a transverse per-prosthetic humeral fracture and presence of significant peri-prosthetic osteolysis caused b a ¿wind-screen wiping¿ effect of the distal humeral fragment around the tip of the stem. Due to persistence of the patient¿s symptoms and the high probability of deterioration, of the peri-prosthetic osteolysis, the decision for operative management was taken. However, there was significant operative and anesthetic risk for the patient due to poor general cardiovascular status and pulmonary function. The patient was reluctant to consent to any surgical procedure that involved extensive soft tissue dissection and insertion of internal fixation metalwork with an associated increased risk of infection. The patient did give consent for a less invasive procedure, namely stabilization of the loose distal end of the prosthesis and the non-union site using bone cement. Two weeks after the procedure, the patient¿s symptoms resolved completely and 12 months post-operatively, the patient still not report any symptoms.